Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible pause on telemetry was noted. The right ventricular (rv) lead was adjusted to prevent over-sensing/under pacing and remains in use. No further patient complications have been reported as a result of this event.